Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device incorrectly alerted "air in line" and had a damaged lens. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction h6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was due to a faulty air in line sensor. The air detector was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.